Event description:
It was reported that the handheld was not working and needed to be replaced. It was reported that the handheld would not charge. A company representative performed troubleshooting and noted that the handheld worked fine while plugged into the wall. The site was asked to charge the handheld over night and see if this resolved the issue. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The handheld was received for analysis. Analysis of the handheld was completed on 11/18/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.